Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of insulin pump was sticking sometimes and had random no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump rejects new batteries and insulin did not always feed in to infusion set. The insulin pump will not be returned for analysis.